Event description:
It was reported that the patient presented in the clinic experiencing pocket stimulation. The patient's right ventricular (rv) lead was programmed off prior to procedure during a clinic visit. The physician suspected that the right ventricular lead had an insulation abrasion. The rv lead was capped and replaced on (B)(6) 2024. The patient condition was in stable condition.